Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2012.

Event description:
It was reported that the patient's right ventricular (rv) lead impedance had been rising over the past year. The lead impedance was now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.